Manufacturer narrative:
D10: 142-36-00 - cocr fem head 36mm +0 offset 12/14: (B)(6). 160-70-15 - nv cemented plus std size 15: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, approximately 36 months later the patient experienced a dislocation. Patient was hospitalized for probable partial small bowel obstruction. During examination, incidental finding: left hip dislocation. As a result, the patient underwent a closed reduction of the left hip. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation) the cause of the patient¿s dislocation reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. Additionally, a contributing factor to the dislocation may have been using a combination of exactech components with another manufacturer's parts. As stated in the IFU, "components of exactech hip systems must not be used with those of another manufacturer since dimensional compatibility cannot be assured...failure to adhere to these recommendations will result in increased probability of poor function, loosening, wear, fracture or premature failure." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.